Event description:
Reciprocating saw blade broke in the patient¿s mouth. Doing a lefort 1 procedure. Tried looking for the broken tip of the saw. X-ray was done, found the tip, retrieved by surgeon, charge nurse was informed and aware throughout the procedure. Tip was measured and compared with another reciprocating saw, entire broken tip found and matching with the other broken side.